Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to deploy. The seal was caught in the distal end of the deployment tube. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The device in question is intended to be returned.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were not returned. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for fail to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).